Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04635. It was reported the pt had fallen over a porch rail and landed on his back, had cracked ribs, and had bruising. Since that time the pt reported the ipg pocket area had pain, and the stimulation felt different, with shocking. An x-ray was taken, but was inconclusive. The pt was reprogrammed, which resolved much of his stimulation issue. The physician wanted to allow the pt to heal, and scheduled a f/u appointment.